Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Customer reported a prior perforation incident in the right lateral duodenal wall occurred during insertion of scope into the duodenal bulb, follow by loop reduction (withdrawal of scope) which led to scope tip going forward through the duodenal wall. From physician: typically, as long as tip of the cla (linear) scope is appropriately angled/deflected and pointed towards d2, the scope tip will slide into d2/d3 during this reduction maneuver, but with the angle of the duodenal apex relative to large eus probe and long bending segment/wide deflection angle of the pentax scope, their theory is that angle was too sharp for this scope to handle in this case. This event occurred at the time of during use.

Manufacturer narrative:
Coding changed based on the investigation result international medical device regulators forum (imdrf) adverse event reporting health effect impact code: 4607 hospitalization or prolonged hospitalization, 4625 additional surgery, 4614 serious injury/illness/impairment pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
Correction information: g6: follow up #1 h2: if follow-up, what type? H3: device evaluated by manufacture h6: coding changed based on the investigation result. H4: device manufacture date. Evaluation summary: we did a good faith effort and got the patient's recovery status. The patient recovered uneventfully. But the patient spent a week in the hospital and required open surgical laparotomy for repair. In this case, it is speculated that there was no malfunction of the device, and that the doctor performed the endoscopy with the same intent as other models with different specifications (the subject is unknown), and unintentionally perforated the patient. It has been about 20 years since the model was released, and since no changes have been made to the bending performance specifications during that time, it is considered to be an event unique to the facility.